Event description:
It was reported that a pt underwent a laparoscopic hysterectomy on (B)(6) 2010. The motor drive unit was making a loud noise and chewing up the end of the disposable drive cable. The surgeon was able to complete the procedure with the same handpiece and motor drive unit with no adverse pt consequence.

Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.